Manufacturer narrative:
The device was inspected and tested on may 30, 2017. Within this inspection, functional testing and visual inspection was made. The result was: - product in specification and did not show any deviations that could cause the reported incident. We suspect, that maybe the pinning technique has been not optimal as described in the instruction manual: "adjust the skull clamp to the width of the patient's head in the manner that the two skull pins in the rocker arm are equidistant from the centerline of the head and the single skull pin at the extension assembly is in line with this centerline."

Event description:
Customer called about a slippage with qr3 skull clamp. The returned goods form stated: "there was a skin tear - please inspect product" procedure being performed: "acdf" (anterior cervical discectomy procedure). Patient positioning: "pinned". Surgery was completed. Date of incident is (B)(6) 2017.